Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation pending. (B)(6) 2012 - summons and amended complaint were received. They mention improper cup fixation, as well as excessive metal debris. The unknown asr hip was changed to a femoral head was acetabular cup. There is no new additional information that would affect the investigation.